Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe luer slip there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd syringe luer slip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
The initial MDR reported the device lot number as unknown. The lot number was revealed in the course of the investigation. The information for the lot number is as follows. Medical device lot #: 8148737. Medical device expiration date: 05/31/2023. Device manufacture date: 05/30/2018.

Event description:
It was reported with the use of the bd syringe luer slip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR, maintenance and quality notification records were analyzed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ plastic residue/component. The potential cause for the problem is operational failure at production line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.